Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported that a flap was difficult to open. A surgical knife had to be used to recut. Additional information had to be requested.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit, the field service engineer (fse) replaced application interface and euf board. Root cause could not be identified or determined conclusively. The euf board which was replaced did not contribute to the reported issue. The replacement was performed by the service technician to make further service easier due to the more difficult adjustment caused by the wearing of the potentiometer on the board. The manufacturer internal reference number is: (B)(6)